Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and genital haemorrhage ('general abnormal bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cholesterol levels raised. Concurrent conditions included headache, hypertension, uterine leiomyoma, hydronephrosis and bacterial vaginosis. Concomitant products included amlodipine, benazepril, cyclobenzaprine, metronidazole and ondansetron. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("low back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition ¿ digestive system condition"). In (B)(6) 2014, the patient experienced skin discolouration ("rashes or skin conditions type: dark spots and severe acne on back"). On (B)(6) 2018, the patient was found to have leiomyoma ("other ¿ symptomatic leiomyoma"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), acne ("rashes or skin conditions type: dark spots and severe acne on back"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, back pain and skin discolouration was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, gastrointestinal disorder, alopecia, migraine, acne, leiomyoma, pelvic pain and abdominal pain outcome was unknown and the vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, back pain, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, leiomyoma, menorrhagia, migraine, pelvic pain, skin discolouration, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: abdominal pain, pelvic pain, genital bleeding, headache were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included cholesterol levels raised. Concurrent conditions included headache, hypertension, uterine leiomyoma, hydronephrosis and bacterial vaginosis. Concomitant products included amlodipine, benazepril, cyclobenzaprine, metronidazole and ondansetron. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("low back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition ¿ digestive system condition"). In (B)(6) 2014, the patient experienced skin discolouration ("rashes or skin conditions type: dark spots and severe acne on back"). On (B)(6) 2018, the patient was found to have leiomyoma ("other ¿ symptomatic leiomyoma"), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and acne ("rashes or skin conditions type: dark spots and severe acne on back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, back pain and skin discolouration was resolving, the vulvovaginal pain had resolved and the menorrhagia, vaginal haemorrhage, dyspareunia, gastrointestinal disorder, alopecia, migraine, acne and leiomyoma outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, back pain, dyspareunia, gastrointestinal disorder, leiomyoma, menorrhagia, migraine, skin discolouration, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received: case became incident. Injury nos was replaced with new events menorrhagia, vaginal bleeding, dyspareunia, digestive system condition, hair loss, migraines, dark spots and severe acne on back, symptomatic leiomyoma, vaginal pain, lower abdominal pain, back pain. Date of removal and events onset date were added. Reporters, patient demographics, concomitant condition and drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.